Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met all specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. No additional complaints have been previously reported for this lot number. Four fluoroscopic images and one fourteen second real time fluoroscopic run was reviewed. Still fluoroscopic images demonstrate a cto of the proximal to the distal right sfa that originates at the bifurcation of the external/internal iliac arteries. The fluoroscopic video demonstrated a stent delivery system with the distal segment of the stent partially unsheathed and flared. There was no movement of the sheath or the delivery system during the fourteen second run. It is unknown if any deployment activity is being attempted at the proximal end of the delivery system during this time. The sample was returned for evaluation. The release mechanism was activated and the stent was partially released. Defects were found within the distal section of the delivery system, which made the stent deployment impossible. Based on the information available, the reported deployment difficulty can be confirmed. In this case, increased friction forces within the system a difficult anatomy may have been contributing factors for the issues found; however, a definitive root cause could not be determined. The instructions for use (IFU) states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Event description:
It was reported that a vascular stent could not be deployed. Reportedly, the physician began to deploy the stent and after 6 to 7 microclicks were completed, a "pop" was heard, and the deployment trigger then became non-responsive. The delivery system and partially deployed stent were removed through the sheath without incident. Three additional vascular stents were then advanced and implanted without incident. All three delivery systems were removed without incident. Additional angioplasty was performed using the pta balloon catheter and final angiography demonstrated good patency results of the treatment site. No report of injury to the patient.